Event description:
It was reported that the user experienced alarm behavior concerns for lows while using the ilet with a dexcom g7, alongside a significant glucose excursion after self-administering an extra insulin dose for hyperglycemia. Symptoms included shakiness, disorientation during a low with a lowest glucose of 41 mg/dl and feeling unwell with vomiting during a high with a highest fingerstick of 561 mg/dl. Outcomes included self-treatment of the low with oral intake, subsequent stabilization to approximately 100 mg/dl, and no hospitalization. Investigation included a customer care review of event details, glucose values, treatment actions, and cgm accuracy, with user confirmation that the cgm discrepancy resolved without calibration input and that infusion set tubing was being monitored. Investigation of this case revealed rollercoaster glycemia likely attributable to user-administered extra insulin and transient cgm-fingerstick discordance that later aligned, with no device component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user dosing behavior leading to hypoglycemia after hyperglycemia, with no confirmed device failure.